Manufacturer narrative:
A supplemental report is being submitted for the pre-decontamination engineering findings. Sections b.4, g.3, g.6 and h.1 have been updated. An addition was made to h.6: device code and h.11. The pre-decontamination engineering findings revealed the esheath+ had a torn piece on the distal tip that was separated and not returned. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14fr esheath+, upon insertion of the 26 mm sapien 3 ultra resilia valve, there was resistance as the valve was exiting the esheath+. The physician applied additional force, and the valve finally exited the esheath+. After the esheath+ removal, the physician noticed the tip of 14fr e-sheath+ looked different suggesting a small piece was ripped out. No patient complications were reported. The esheath+ is being returned for investigation.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings, and investigation conclusion. Additions were made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The 14fr esheath+ was returned with the introducer fully inserted and locked. A visual examination was performed. The liner was fully expanded. The distal tip was torn radially along the distal liner edge and axially. The torn distal tip piece was separated and was not returned. The angled score line was present. The radial and axial score lines could not be visualized due to the missing piece. Stretching was noted along the tip tear. The distal liner was torn approximately 1'' in length. The c-marker was present. A stress mark was observed on the high-density polyethylene (hdpe), running parallel to the liner tear. Scratches were noted on the hdpe. The complaints difficulty advancing through the sheath, sheath distal tip torn and system components separate during use falls within the scope of the CAPA which was opened to further investigate potential contributing factors to the tip tear events, which is currently in the investigation phase. These complaints were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. These factors may increase resistance during advancement of the crimped thv through the distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or balloon aortic valvuloplasty. These factors can compound, potentially resulting in secondary device failures, such as liner strand, sheath damage, and system components separating during use. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformance's as they result from patient/procedural factors. The complaint for sheath liner torn was confirmed based on the evaluation of the returned device. It is possible that patient/procedural factors may have been present during the specific complaint event; however, insufficient information was provided. Although it was reported the degree of calcification and tortuosity were ''mild,'' no 3mensio was provided to definitively rule out these patient factors as contributing factors. In addition, there is no evidence or indication that an edwards defect may have contributed to the event. A definitive root cause is unable to be determined. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.